Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer did not know the blood glucose reading. The customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and the insulin pump alarmed for no delivery. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and to push insulin slowly through the tubing. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime. The customer reported that insulin did exit. However, the insulin pump again alarmed for no delivery. The customer was assisted in priming the insulin pump with no alarms. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.